Manufacturer narrative:
Investigation: one loose 3ml syringe was received inside an opened package from batch #8246733 (p/n 309657). It was visually evaluated. The stopper was observed to be securely attached to the plunger rod. A slight angularity to the stopper was observed. Sample had stopper angularity measured. It was found to be well within acceptable range per product specification. No defects were found in the returned sample. The reported defect was not identified in the sample received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that separation occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "1. Description of issue: customer reports the black rubber piece in syringe was lifted and not in place. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1 7. Did issue cause any injury? If yes, what type of injury? No injury 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No third party assistance needed".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "description of issue: customer reports the black rubber piece in syringe was lifted and not in place. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Did issue cause any injury? If yes, what type of injury? No injury. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No third party assistance needed."